Event description:
It was reported that the patient received a therapy for fast atrial fibrillation (af) rhythm falling in the ventricular tachycardia (vt) zone. The device correctly labeled the arrhythmia as af but decided to call the arrhythmia a vt after a change in the af morphology therefore the patient received inappropriate therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found the device detected a dual tach based on the av disassociation rule the therapy was delivered.